Manufacturer narrative:
Per investigation by the manufacturing site: result of investigation: during the investigation, it was found that the cutting loop was pulled out in the distal area. The reason for this could be, for example, that the tensile force on the loop was too high without the hf current being activated or, on the other hand, that the activation time was too long and the wire burned out as a result. The IFU points out the correct handling. As the broken wire was not sent along, it is not possible to determine how often it has been used and whether it is worn out. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Reported device was returned and pending for evaluation. When the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that bipolar cutting loop's tip broke off inside the patient's bladder during transurethral resection of the prostate (turp). The physician was able to retrieve the tip from the bladder and there was no injury to the patient. The physician measured missing piece and confirmed visually nothing was left inside the patient. The surgery was continued and completed using karl storz device. Karl storz generator was used during this surgery. There was no abnormality observed with the device prior to surgery.